Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis. The customer declined to provide their blood glucose levels. The customer did not mention how they treated. The customer did not mention any symptoms. Customer needed assistance with connecting transmitter to the insulin pump. Customer also reported red led light on charger. It was unknown if auto mode was active during the event. The insulin pump will not be returned for analysis.